Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 504 mg/dl. Reportedly, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer administered a correction injection to address the elevated blood glucose. A pump supply change was performed to address the issue and insulin delivery was resumed.